Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure. E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 25-jul-2024, reported that patient required hospitalization/emergency medical treatment due to any blood glucose level dka seizure or diabetic coma. Patient was admitted to hospital on (B)(6) 2024. The blood glucose level was 30mmol/l. Vomiting dehydration dka symptoms were reported at time of hospitalization. Ketone level was large. No further information available.